Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.